Event description:
A cancer pt undergoing therapeutic radiation treatment for gastric cancer received an exposure to the wrong treatment site. This error occurred using a hdr afterloader device with a radioactive source containing ir-192. The event occurred after the dosimetrist made an error while correcting a change to dwell position due to catheter migration. The dwell position was mistakenly adjusted out rather than in. Two treatments were made prior to the error being detected. The error resulted in an approximately 4 cm positioning error, which caused the source to stop short of the target so that the total prescribed dose was not delivered. The pt was performed of the event, and received a correct third treatment as well as external beam therapy. The intended treatment site was a bile duct which was to receive 700 in three (3) fractions. The first two (2) fractions were delivered on (B)(6) 2012 with the source mispositioned as indicated above.

Manufacturer narrative:
Event caused by operator error. Hospital followed up together with regional state inspector of (B)(6).